Event description:
It was reported the scs ipg had unintended movement inside the pocket. The patient experienced charging difficulties due to the ipg being turned sideways. The device was re-secured with the suture and resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.